Event description:
The pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of medication for malignent pain. During a refill procedure with fentanyl on 1/5/2000, the pt experienced respiratory arrest. The pt was intubated and given narcan. The pump was turned off. The pt recovered. After the incident, it was discovered that the pump was "flipped" and the catheter was dislodged. It is unknown whether these findings had occurred before or as a result of the refill procedure. A surgical revision of the pump and catheter is planned.